Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. H6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that the patient underwent arthroplasty on an unknown date. Subsequently, a custom vrs is needed for possible revision for an unknown reason. Patient currently has a hemi-arthroplasty implanted. Attempts have been made and no further information has been provided.